Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received one (1) used all silicone foley catheter without original packaging. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Observed asymmetrical balloon 100:0. Attempted to deflate balloon passively and only 4 ml could be withdrawn. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation. Only 7 ml could be withdrawn passively. Dissected inflation funnel and pin gauges 0.027¿ and below could freely pass through lumen. 0.028¿ - 0.035¿ took some effort to get through and 0.036¿ and above cannot pass through. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] - method for use: ·when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of the balloon or segment of catheter may remain in the bladder.] ·do not pull the catheter hard. [The catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured.] ·since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. ·when deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.] ·when inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. [The stylet may exit the side hole to damage the urethral mucosa.] - applicable patients ·use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder.] [Contraindications] - method for use: ·do not reuse. ·do not resterilize. ·be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] ·do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] ·no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] [directions for use] 1) method of use the device is intended for single use only and is not reusable. 2) precautions for use 1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. 2) lubricate catheter shaft with water-soluble lubricant. 3) carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a needleless syringe, and gently infuse the specified volume of sterile water into the valve to inflate the balloon. Never inflate the balloon without first establishing urine flow which assures that the catheter is in the bladder and there are no obstructions to urine flow. 4) pull catheter slightly to seat the balloon at the level of the bladder neck and secure placement. 5) to deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 3. Malfunction and adverse events 1) malfunction - catheter kinking, damage, rupture - difficulty or failure to remove the device - occlusion of catheter inner lumens - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use 2) adverse events - urinary-tract infection - hemorrhage, hematuria - allergy reaction to the device - calculus formation - edema - pain - discomfort - injury of bladder or urethral - urethritis, urinary incontinence - retained balloon fragments 4. Precautions for infection or contamination ·visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. ·use this device immediately after opening the package. After use, handle and dispose of in accordance with accepted medical practice and applicable regulations. [Storage method and expiration date] 1. Storage store in a dry, cool place avoiding direct sunlight. 2. Expiration date indicated on the direct package and the outer box." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not get out of the foley catheter balloon. Per sample evaluation received on 30jul2024, it was found that the sample was also asymmetrical during evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not get out of the foley catheter balloon.